Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was gained via the brachial artery. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified middle left anterior descending (lad) artery. The maverick 15mm 1.50 balloon catheter was selected to pre dilate the lesion. The balloon was inflated approximately 2 to 3 seconds when it ruptured at nominal pressure on the initial inflation. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).